Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail leaflet, prolapsed posterior leaflet and dilated left atrium for a mitraclip procedure. During the procedure, two mitraclip xtw were implanted on central and lateral side of anterior and posterior leaflets (a2/p2). The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, the transesophageal echocardiography (tee) showed that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the anterior leaflet. It was noted that there was damage to the anterior leaflet. Mr was grade 4+ after slda. On (B)(6) 2026, second procedure was performed due to the worsening mr and two additional mitraclip xt was implanted to stabilize the slda. The final mr was grade 2-3.